Event description:
Follow up information received identified the patient's scs ipg was replaced. Additional information obtained identified the reported issue resolved with the replacement of the ipg.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at scs ipg pocket site. Reportedly, the patient described a sharp pain periodically for the past month and a half. The patient's wife stated the patient had a small bruise at the ipg site approximately a week ago. In addition, the patient lost a significant amount of weight and the ipg has moved. Surgical intervention may be taken to address the issue.